Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter was fractured. The viewflex xtra ice catheter was inserted into the femoral vein via a 10f short introducer and advanced without the use of fluoroscopy. Image were taken with the catheter after it was in positon; however, the catheter was not responding to manipulation. A kink was noted on the proximal portion of the tip of the catheter via fluoroscopy. The physician removed the catheter for inspection, revealing the tip of the catheter was fractured. The procedure was finished successfully with no adverse consequences.